Event description:
Four vials from this lot have leaked after entry into the instrument. They appear to be leaking from the cap end of the vial. No death or serious injury has occurred as a result of this event.